Event description:
The pt's (B)(6) scs system includes a percutaneous lead and lead extension. It was reported the pt lost stimulation. Diagnostic test revealed high impedance issues on all lead contacts. Surgical intervention was undertaken to address this issue; intraoperative testing found the cause of the problem rested with the lead extension. As such, the lead extension was explanted. The device was returned to the MFR for analysis.

Manufacturer narrative:
Eval results: as received, the single extension lead was visually examined under the microscope and broken wires were observed in the extension header. As there was no breach of the outer tubing of the lead, this damage is consistent with an overstress condition while the lead was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.